Event description:
It was reported that following a fall, one of the patient's leads migrated, and the second lead had high impedances. Surgical intervention was undertaken wherein the bilateral leads were explanted and replaced.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.

Manufacturer narrative:
The report stated that lead a was revised due to migration and an impedance issue. Confirmation of lead migration, by the lab, cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did state that the patient had multiple falls prior to the reported event. Analysis of lead a found a kink on the outer tubing where all internal wires were broken, these fractures are consistent with high impedance. The root cause of the fractures are consistent with the patient having fallen prior to the allegation.